Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set occlusion issue event on 30-dec-2025. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction bolus via pump and an injection. No further information is available.